Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify low reservoir or no reservoir alarm due to unresponsive button. No audio/beep/vibrate anomaly noted during testing. Unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not beeping. It was reported that the insulin pump had an absence of an alarm when the reservoir was empty. The caller later reported the insulin pump was beeping and vibrating and stated that they had a low reservoir alarm. The customer's blood glucose was 400 mg/dl. The mother declined to troubleshoot for the customer's high blood glucose. Troubleshooting found the insulin pump passed a self test. The insulin pump will be returned for analysis.